Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1, a2 and a4 as the customer's initials, age and weight were not provided. Gudid information does not exists, as the customer did not provide the product information. As the customer refused to provide the product information or to send the device for evaluation, no product information was captured in section d4 and the product is not expected to be returned for evaluation.

Event description:
The customer from united kingdom reported that he bought the contour® next one meter from amazon and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer refused to return the device for evaluation or receive a replacement meter kit offered.